Event description:
Reporting status: death. Reporting rationale: failure to cross the lesion requiring medical intervention, patient subsequently died. Device issue: failure to cross. It was reported that there was heavy calcification present in the lad and diagonal. Both vessels were rotobladed and another company's stent was placed in the diagonal. Post dilatation was performed with another company's balloon. During the post dilatation, a piece of calcium was pushed into the vessel wall by the balloon, and the vessel perforated. The perforation was large and the patient was in full tamponade within 20 seconds. Two attempts were made to place graftmaster stents (3.0 x 12 and 3.0 x 16); however, neither stent could cross to the perforation. The perforation was sealed with prolonged balloon inflation, taking approximately 30 minutes. A pericardiocentesis was also performed to remove the fluid. Although the perforation was sealed, the patient died later that day from complications arising from the pericardiocentesis. No additional event or patient information is available.

Manufacturer narrative:
The other graftmaster mentioned is being filed under another MFR number.